Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a faulty circuit board, the power switch light-emitting diode (led) does not light up, flickering coming in the image due to a faulty patient board, the flat cable and tank socket was rusty. Additionally, there was minor corrosion on the rear panel, the connector, rust on a circuit board and minor scratches on the top cover and the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for a diagnostic bronchoscopy, the video system center was not switching on. The procedure was completed with another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the failure of the device to power on. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty printed circuit board. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.